Manufacturer narrative:
Operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a possibility of air leakage from the main unit. The event occurred before patient use.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing confirmed that there was a leak from inside the parapac body. Gas was leaking from the demand detector inside the main unit. Root cause was attributed to the demand detector assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Demand detector assembly was replaced. Device passed functional testing after the completed repairs.